Event description:
On 18-dec-2024 it was reported by the end-user's healthcare provider (hcp) to the clinical diabetes specialist (cds) that the user experienced a hypoglycemic episode. The doctor stated that the patient reported not eating anything that morning prior to this event. The doctor stated he coached the patient on (B)(6) 2024 to always carry low glucose treatment and have access to glucagon at work. The user was called, and he clarified the event stating that on (B)(6) 2024 he noticed a rapid drop in blood glucose (bg) from 80 mg/dl to 70 mg/dl and he began feeling dizzy. While attempting to retrieve juice from his car, he became unable to walk and fell to the ground. A coworker assisted him to his car, where the user checked his glucometer and found a bg reading below 40 mg/dl. The user stated he drank coconut water with sugar, stabilizing his bg within 30 minutes, and returned to work without further medical intervention. The user could not recall any specific cause for the hypoglycemic event. Customer care noted the user had announced three dinner boluses the previous night, per the continuous glucose monitor (cgm) report. No emergency medical services (ems) were involved.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.